Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that on (B)(6) 2022, a minor patient experienced high blood glucose level and was subsequently admitted to the hospital due to diabetic ketoacidosis. The diabetic nurse specialist reported that the staff in the ward noticed that the infusion set was kinked due to which the inulin was not delivered. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.